Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during device interrogation, a warning message of potential output circuit damage was detected. A strange result on one of the session records was observed. The device remained implanted.